Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via telephone call that the insulin pump squirted out insulin and alarmed during the manual prime. The caller did not recall the blood glucose reading. The drive support cap appeared to be normal. While the caller was checking if the status screen matched the units of insulin left in the reservoir, the insulin pump alarmed again. He was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin alarmed during the prime test due to faulty force sensor resistor also, unable to perform basic occlusion, occlusion, excessive no delivery test due to a33 alarm. The insulin pump passed self-test, a21 test and all operating currents were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.